Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly, scratched display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump fell into water along with him and there was fluid under the lcd display. The customer's blood glucose was 225 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.